Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b1: adverse event or product was corrected from product problem to adverse event <(>&<)> product problem. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the driveline cable associated with the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the controller revealed fifteen electrical fault alarms, nine high watt alarms, one vad disconnect alarm, and two vad stopped alarms were logged on (B)(6) 2020. Log file analysis revealed that a reactivation event was logged on (B)(6) 2020 at 03:48:43 due to an over current condition detected on the front stator. An electrical fault alarm was then logged at 03:48:44 due to an over current condition in the front stator and indicating the motor stators had failed; a vad stopped alarm was simultaneously recorded at the time of the electrical fault alarm. A second electrical fault alarm was logged at 10:06:03 due to an open phase in the rear stator. This likely triggered the subsequent two high watt alarms, due to the increased power consumption required to run on a single stator. A vad disconnect alarm was logged at 10:49:54, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting. The driveline was connected to the controller at 10:57:07. An electrical fault alarm was simultaneously recorded at the time of the driveline was connected, indicating the rear stator was not connected. A second vad stopped alarm was logged at 10:57:27, indicating a failure of the pump to start and the rear stator not connected. Log file analysis also revealed a successful motor start event was logged on (B)(6) 2020 at 11:07:29. Several additional electrical fault alarms were logged, indicating the rear stator not connected. This was followed by subsequent high watt alarms, due to the increased power consumption required to run on a single stator. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed a damaged strain relief, a damaged driveline connector, and cut damage on the outer sheath, leading to a cut wire associated with the rear stator of the driveline and damage to the insulation on several cables, thus exposing the wires. As result, the reported event were confirmed. A driveline splice repair procedure was performed to mitigate the conditions reported. Additionally, visual evidence provided by the site revealed discoloration on the driveline outer sheath. This is an additional observation not related to the reported event. Based on historical review of similar events, the most likely root cause of the observed outer sheath discoloration may be attributed to multiple factors including, but not limited to design issues and/or exposure to uv light. The most likely root cause of the electrical fault alarms, high watt alarms, overcurrent condition, and first vad stopped alarm can be attributed to the damage to the driveline cable wires; several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Based on the available information, the most likely root cause of the damage to the driveline sheath, connector, strain relief, and cable wires may be attributed to the accidental "caught on a nail" event on the driveline by the patient as mentioned in the event details. The most likely root cause of the second vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient tripped while woodworking and the driveline caught on a nail and was damaged. The connector was also damaged and difficult to disconnect in addition to the extensive damage to wires and strain relief. There were electrical fault and high watt alarms. The patient was hospitalized. A driveline splice repair was performed without any issues. The pump was off for about five seconds. The driveline and ventricular assist device (vad) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that review of log file data revealed that the ventricular assist device (vad) had multiple motor start events with parameters outside of typical range.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with (B)(6) revealed fifteen (15) electrical fault alarms, nine (9) high watt alarms, one (1) vad disconnect alarm, and two (2) vad stopped alarms were logged on (B)(6) 2020. Log file analysis revealed that a reactivation event was logged on (B)(6) 2020 at 03:48:43 due to an overcurrent condition detected on the front stator. An electrical fault alarm was then logged at 03:48:44 due to an overcurrent condition in the front stator and indicating the motor stators had failed; a vad stopped alarm was simultaneously recorded at the time of the electrical fault alarm. A second electrical fault alarm was logged at 10:06:03 due to an open phase in the rear stator. This likely triggered the subsequent two (2) high watt alarms, due to the increased power consumption required to run on a single stator. A vad disconnect alarm was logged at 10:49:54, I ndicating a physical disconnection of the driveline from the controller, likely during troubleshooting. The driveline was connected to the controller at 10:57:07. An electrical fault alarm was simultaneously recorded at the time of the driveline was connected, in dicating the rear stator was not connected. A second vad stopped alarm was logged at 10:57:27, indicating a failure of the pump to start and the rear stator not connected. Log file analysis also revealed several controller power up events followed by a successful motor start event logged on (B)(6) 2020 at 11:07:29, which likely occurred during the troubleshooting of the controller. Several additional electrical fault alarms were logged, indicating the rear stator not connected. This was followed by subsequent high watt alarms, due to the increased power consumption required to run on a single stator. In addition, thirteen (13) low flow alarms were logged since (B)(6) 2020. Log file analysis also revealed motor start events recorded on 07/apr/2020 at 15:33:36, on 09/apr/2020 at 21:36:08, on 09/apr/2020 at 22:09:07, on 09/apr/2020 at 23:26:02, on 14/may/2020 at 18:30:22, on 24/may/2020 at 12:49:57, on 03/jun/2020 at 19:55:25, on 03/jun/2020 at 20:00:05, on 08/jun/2020 at 15:32:47, on 18/jun/2020 at 23:13:39, on 21/jun/2020 at 18:06:32, on 09 /jul/2020 at 22:15:26, and on 11/jul/2020 at 03:48:52 in which the motor start parameters were atypical. In addition, review of the alarm log file also revealed a critical battery alarm was logged on 01/jul/2020 at 20:56:44 due to the patient allowing the battery to deplete below 10% relative state of charge (rsoc). The low flow alarms and critical battery alarm are additional findings not related to the reported event. The most likely root cause of the observed critical battery alarms can be attributed to the patient allowing the battery to deplete below 10%. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed a damaged strain relief, a damaged driveline connector, and cut damage on the outer sheath, leading to a cut wire associated with the rear stator of the driveline and damage to the insulation on several cables, thus exposing the wires. As result, the reported events were confirmed. A driveline splice repair procedure was performed to mitigate the conditions reported. Additionally, visual evidence provided by the site revealed discoloration on the driveline outer sheath. This is an additional observation not related to the reported event. Based on historical review of similar events, the most likely root cause of the observed outer sheath discoloration may be attributed to multiple factors including, but not limited to design issues and/or exposure to uv light. The most likely root cause of the electrical fault alarms, high watt alarms, overcurrent condition, and first vad stopped alarm can be attributed to the damage to the driveline cable wires; several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Based on the available information, the most likely root cause of the damage to the driveline sheath, connector, strain relief, and cable wires may be attributed to the accidental "caught on a nail" event on the driveline by the patient as mentioned in the event details. The most likely root cause of the second vad stopped alarm can be attributed to failure of the pump to restart after several attempts. (B)(6) is part of fca cvg-21-q3-21 [subgroup 1]. CAPA pr00502194 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient tripped while woodworking and the driveline caught on a nail and was damaged. The connector was also damaged and difficult to disconnect in addition to the extensive damage to wires and strain relief. There were electrical fault and high watt alarms. The patient was hospitalized. A driveline splice repair was performed without any issues. The pump was off for about five seconds. The driveline and ventricular assist device (vad) remain in use. No patient complications have been reported as a result of this event.